Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was operating intermittently. It was reported that the device was not used in surgery. It is unknown if there were any user or patient injuries or if medical intervention was reported. There was no additional information provided.